Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The sensor failed to alarm when the customer's glucose was low therefore, the customer was not alerted of changes in glucose level. As a result, the customer experienced confusion and fatigue and was unable to self-treat, requiring coca-cola from their spouse for treatment. The customer was later seen by a healthcare professional who provided IV and oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarm notifications. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone with unknown operating system. The sensor failed to alarm when the customer's glucose was low therefore, the customer was not alerted of changes in glucose level. As a result, the customer experienced confusion and fatigue and was unable to self-treat, requiring coca-cola from their spouse for treatment. The customer was later seen by a healthcare professional who provided IV and oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.